Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No intervention was reported. The patient was stable throughout.

Event description:
New information received stated that the patient presented for an MRI on (B)(6) 2019. However, the patient history indicated that the right atrial lead exhibited noise oversensing that was reproducible. All sensing, impedance, and thresholds were stable. The MRI operation was then contraindicated because the integrity of the lead was compromised. No changes were made to the lead and the patient was scheduled for continued monitoring. The patient was stable throughout the event.

Event description:
New information received stated on june 10th, 2019, the atrial lead exhibited low impedance and noise resulting in pacing mode switches. It was noted that it was not possible to reprogram to resolve the noise anomaly. The physician elected to continue to monitor the lead. No changes were made.